Event description:
It was reported that the clips were not feeding properly during the case. The customer used another like device to complete the case.

Manufacturer narrative:
(B)(4). Eval summary: the analysis result for the el5ml instrument found that it was returned with the cam broken, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty, however, it is known from the history that the cam condition would cause feeding issues. An investigation has been initiated to address the root cause of the broken cam issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.